Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to use the smart device's bluetooth settings to forget other bluetooth devices, disable then re-enable bluetooth, and close all background applications. If the connection is not established with these measures, then reset the smart device. No additional patient or event information is available.